Event description:
Hosp advised that in the o.r. A resident was detaching some lines after weaning a pt from cardio pulmonary bypass, while surgeons were preparing to close the pt's chest. A physician in the or noted that the pt's blood pressure had risen suddenly over 280mm hg. Resident checked the lines and determined the epinephrine drop was running wide open. A large bolus of nitroglycerine was administered to the pt to decrease blood pressure. Pt did not suffer any permanent consequence. Chief resident indicated the drug free flowed for a "few seconds." The tubing was not saved. The junior resident indicated having pulled the tubing from the pump and left it attached to the pt's infusion port. Hosp advised they believe the issue was due to the user not closing the roller clamp prior to pulling the tubing from the pump. Hosp did not believe that the pump in use at the time contributed to this event.